Event description:
It was reported that during the implant procedure, they physician noticed that the lead pin was bent possibly due to the blue funnel turn tool. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the connector pin was bent. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.